Manufacturer narrative:
As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures. Visual inspection of the lead found damage occurring at time of procedure. The reported event of noise oversensing, high pacing impedance, and lead fracture were not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasions in two locations beneath the superior vena cava shock coil, one breaching the right ventricle cable lumen and one breaching the superior vena cava cable lumen. The ethylene tetrafluoroethylene (etfe) cable coating of one right ventricle cable and one superior vena cava cable was found to be abraded. In the location breaching the right ventricle cable lumen the inner lumen was also abraded with no damage noted to the polytetrafluoroethylene (ptfe) liner.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During remote monitoring, noise resulting in oversensing and high pacing impedance was observed on the right ventricular (rv) lead. A lead fracture was suspected to be the cause of the event. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.